Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in united kingdom. Information was received via an anonymous customer survey in 2026. It was reported that the venous bubble sensor has often errors and faults. A replacement took 8 months to come. No harm to any person has been reported. As a bubble sensor defective alarm could lead to a zero flow mode, a report is required. Complaint ID: (B)(4).